Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly recognize the door being closed . A review of event history log revealed shut door to power off is present. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be hooks. The hooks to be readjusted as a precautionary measure to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had displayed a close door error in the biomed service department. There was no patient involvement. No additional information is available.